Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00107 on 17-may-2024. Additional information (24-feb-2025): siemens reviewed the instrument data, and the data provided by the customer and found that the iron 3 reagent carryover impacting the glucose hexokinase_3 (gluh_3) exceeded the acceptance criteria. Siemens visually inspected the probe; however, it did not show evidence of damage. The cause of the carryover could not be determined. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, decontaminated the analyzer with micro clean, checked the dispensing of solutions in the reaction washer and dilution washer washing combs, replaced the reagent 1 (r1) and reagent 2 (r2) probes and performed self-check, which recovered acceptably. The cause of the falsely elevated gluh_3 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated gluh_3 result.